Manufacturer narrative:
Additional information was added to h3 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation.  Visual inspection was performed to the photograph using the naked eye which revealed that the microbore winged female luer lock adapter and the small bore two piece luer lock assembly was separated. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the one-link and male luer of one-link non-dehp microbore catheter extension set was separated from both end of the tubing. It was further reported that the extension set was caught when getting up out of a chair and observed that intravenous fluid was leaking. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.